Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had "some successes" with the implant along with additional rectal control. The urinary "part of the equation" was "pretty much under control". The patient kept his settings around 2.4 volts but had gone as high as 2.8 volts. When the patient was first implanted he was at 4.0 volts and did not feel much. The patient was told the right lead had been cut and ended up using the lead on the left. The patient stated that his right lead was "rolled up into his back". The patient also stated that he had pain for seven months and "they" were trying to figure out what was going on. The patient had gone to physical therapy for sciatic pain and stated that "they" had done "about everything they can". The patient stated that the pain was around where the device was implanted and it was inflamed. The patient was using a cold pack to get some sleep but h is wife said the area did not feel "hot to the touch". The patient also felt pain like "prickly shots" across his waist in addition to the pain at his implant site. The patient's pain was so bad that around thanksgiving he went to the emergency room (ER) and this was when an x-ray was taken as previously reported. The patient stated that after his ER visit, the manufacturer representative and hcp met with him and the representative was "not pleased with the function of the device"; the patient did not know what this meant. The patient's hcp reportedly told the patient that the ER hcps did not know about his therapy. The patient stated that his health care provider (hcp) put pressure on the pocket and it felt "good". The hcp recommended opening "it" up and change the position of the device along with checking for any lead issues. The patient had an appointment scheduled for (B)(6) 2013 with his hcp to readjust the device within the pocket to eliminate his discomfort. The patient was meeting with another hcp for a second opinion. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, but they were working with their doctor or company representative. It was noted that the patient had an appointment on (B)(6) 2013. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient canceled the revision procedure that was previously scheduled. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va00q5r, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there as a broken lead. The patient had experienced a fall about three weeks prior with some impact right around the implantable neurostimulator (ins). The patient had an x-ray of the pelvic area which showed the right lead was broken. It was noted the patient had suffered from sciatic pain since before the device was implanted. It was also noted the patient stated the device still seemed to be working and helping with bladder and bowel function but that they still had the sciatic pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.